Manufacturer narrative:
Investigation could not reveal the root cause, due to not receiving the faulty article. Therefore this complaint is closed. Bubbles coming out of the cutter, hence concluded as reportable. Investigation could not reveal the root cause, due to not receiving the faulty article. Therefore this complaint is closed. (B)(4). All available information has been provided.

Event description:
A report has been received from (B)(6) reporting air bubbles. No further information is available.